Manufacturer narrative:
Removed therapy induced arrhythmia code per medical review.

Event description:
It was reported that the health care professional (hcp) questioned if this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt). Technical services (ts) reviewed noting there were no stored tachy events at the time of the vt. The presenting electrogram (egm) showed this patient had one hundred percent intrinsic beats with ectopic beats. It was noted this patient was symptomatic. While ts did see a faster pacing rate, it was noted that it precipitated by ectopy at the start. Ts discussed there could have been some kind of retrograde rhythm that this device tracked, that started because of the ectopy. Ts discussed to consider retrograde testing and an interrogation for additional insight, as well as to consult with electrophysiology if there is a desired programming change or treating this rhythm medically. Ts noted atrial tachycardia could not be ruled out given the varying rate of the ventricular pace. Ultimately, this physician felt that this ICD put this patient into a pacemaker inducted vt. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) questioned if this implantable cardioverter defibrillator (ICD) induced ventricular tachycardia (vt). Technical services (ts) reviewed noting there were no stored tachy events at the time of the vt. The presenting electrogram (egm) showed this patient had one hundred percent intrinsic beats with ectopic beats. It was noted this patient was symptomatic. While did see a faster pacing rate, it was noted that it precipitated by ectopy at the start. As discussed there could have been some kind of retrograde rhythm that this device tracked, that started because of the ectopy. Ts discussed to consider retrograde testing and an interrogation for additional insight, as well as to consult with electrophysiology if there is a desired programming change or treating this rhythm medically. As noted atrial tachycardia could not be ruled out given the varying rate of the ventricular pace. Ultimately, this physician felt that this ICD put this patient into a pacemaker inducted vt. This ICD remains in service. No adverse patient effects were reported.